Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced episodes of pre-syncope. The patient presented to the hospital where it was found that the right ventricular (rv) lead exhibited oversensing and pacing inhibition. The device was subsequently reprogrammed to asynchronous pacing at maximum output. The programming was ultimately not successful in mitigating pre-syncopal episodes and the patient was admitted to the hospital. The physician collected an electrocardiogram with and without magnet application but noted no device response. Assuming the device depleted due to the programmed high output, the physician placed a temporary pacemaker pending a procedure to replace the chronic device. On the day of revision, the device was interrogated and loss of capture (loc) was observed. During the procedure, lead parameters were tested and found within normal limits though some rv pacing inhibition was observed. As such, the physician abandoned and replaced the rv lead. Upon returning the device to nominal settings, approximately three years longevity was shown on the device and the new lead was connected. After connecting the lead, oversensing and pacing inhibition were observed. The device was subsequently explanted and replaced as well. No additional adverse patient effects were reported.